Event description:
Pt had port inserted 4/22/96 for chemo therapy. Port functioning well until 1 wk ago. Pt scheduled for removal of port on 7/2/96. Catheter not found to be attached to port. Incision closed - x-rays obtained. Pt sent to special procedure for removal of catheter via femoral vein.